Event description:
It was found that the patient passed away at home from an obituary search. Per the neurologist, the patient's cause of death was cardiac arrhythmia due to seizure disorder. The patient did pass away suddenly or unexpectedly. Patient response to vns therapy was seizure reduction. The patient was receiving vns therapy at the time of death. The neurologist does not believe the death to be related to vns therapy. The death was not witnessed and an autopsy was performed. An internal sudep evaluation was performed by the manufacturer which determined the death to be probable sudep.